Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the display automatically switches to the setting interface without being touched. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on and obtain readings, however, the touchscreen activates without physical touch. Without touching the device the device will navigate through the touchscreen options. The touchscreen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.